Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2011 to treat pelvic organ prolapse, stress urinary incontinence, cystocele, rectocele and enterocele along with concurrent hysterectomy and bilateral sacrospinous ligament fixation. It was also reported that mesh was implanted on (B)(6) 2011 due to stress urinary incontinence. It was further reported that following insertion the patient experience pain, urinary problems and recurrence. The patient underwent mesh revision/removal on (B)(6) 2011 due to urinary incontinence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh, elevate anterior, and apical system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3532101 and product code (B)(4).